Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr was returned for analysis. A visual examination of the stent found evidence of damage, with the ninth and tenth distal strut in a lifted state. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a left anterior descending. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. The physician tried to push the stent to cross but was unsuccessful. He removed the stent ad noticed a strut protrusions on the stent's middle segment. The procedure was completed with different device. No patient complications were reported.